Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00115. All information from the original report(s) has been transferred to this report.

Event description:
Check vent: program crc test failed. Not in clinical use at time of event and no reports of patient/user harm/injury. Biomed reported they reinstalled operational software and the device was returned to service. This concludes the investigation. Biomed reported they reinstalled operational software; replaced the cpu pcba. The device was returned to service.